Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display with pump error. Customer stated that the while clearing the insulin pump error alarm frozen display was occur. The customer stated time clock was not advance and buttons was not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no frozen screen noted. Also, no pump error 29 alarm noted during the testing. (B)(4).